Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-01173. It was reported that the patient's supraorbital lead was too shallow, and the occipital lead was not providing effective therapy. In turn, surgical intervention was undertaken on (B)(6) 2021 wherein the supraorbital lead was buried deeper and the orbital lead was repositioned. Post-operatively, stimulation therapy was restored.